Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the scope is not detected due to the damage of the socket. It is likely that the damage to the socket was caused by handling. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Through troubleshooting, it was determined that the endoscope was connected to the video system center incorrectly. Upon reorienting the scope connector to the video system center in the correct orientation, the problem was resolved. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, cv-170, video system center, did not detect a scope when connected. There was no patient injury, associated with the problem, reported to olympus.